Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site and high impedances on the leads. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively, and the explanted ipg was disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 5077185. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-70. Batch/lot number: 5079196. Serial number: (B)(6). Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-25. Batch/lot number: 7041610. Serial number: (B)(6). Model/catalog description: lead extension kit 25cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-25. Batch/lot number: 7043041. Serial number: (B)(6). Model/catalog description: lead extension kit 25cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-25. Batch/lot number: 7048412. Serial number: (B)(6). Model/catalog description: lead extension kit 25cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-25. Batch/lot number: 7051382. Serial number: (B)(6). Model/catalog description: lead extension kit 25cm. Unique identifier (UDI) #: (B)(4).